Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that both pacing leads were capped, as one of them was broken. Both pacing leads were replaced. No patient complications have been reported as a result of this event.